Manufacturer narrative:
It was reported that the patient was unable to connect a power source on one port of the controller. The controller, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. Heartware has opened an internal investigation to evaluate connector damage, bent pins and/or connector wiring failure. The controller, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller not returned to manufacturer.

Event description:
It was reported that the patient was at home and called the physician because they were unable to plug a power source into one of the ports on the controller. It was noted that the patient experienced anxiety as a result of this event. The controller was exchanged by the physician without any issues. No further patient complications have been reported as a result of this event.